Event description:
Suspected lead fracture was reported during a routine follow-up. The patient had previously received a vibratory alert but ignored it. The physician initially planned to explant the system and not replace it due to the patients despondency status, but instead of a surgical procedure, all pacing and therapies were programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.